Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 250 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found insulin was able to exit with a push plunger when a new infusion set was applied. The customer also stated the insulin pump alarmed no delivery with a manual prime. Customer reported the insulin pump did not alarm no delivery during a manual prime when a new reservoir was used. The customer was advised changing the reservoir resolved the issue. Customer will be returning the reservoir for analysis.